Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). (B)(4). Cartridge lockout. The analysis showed that the atw35 device was received in good visual condition and with a reload present. The reload was received partially fired and with the pan dislodge. After further analysis, it was noted that the reload lock out spring was damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. Additionally the pan had marks on the bottom consistent with the damaged observed when a locked reload is attempted to fire with enough force to eject the reload forward. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were note to have the proper b-formed shape. The reload was loaded and did not fell out during functional testing. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
Two endeavor sprint rapid exchange (rx) drug-eluting stents were implanted, one in the mid lad and one in the distal lad to treat the target lesion (ref temp # 2953200-2010-01302). It is reported that the pt suffered hypoxia the day after the index procedure. At 1 month follow-up pt was asymptomatic / free of symptoms. It is reported that approx 4 months post index procedure the pt presented at the emergency room after developing chest pain, he had coronary artery disease progression. Pt was referred for CABG of left main, but was transferred for pci revascularization as he was a poor surgical candidate due to progressive copd. There were two other brand stents implanted with intra-aortic balloon pump support, one in the proximal lcx and one in the left main. The pt experienced an expected rise in enzymes post procedure and suffered an acute stemi. It was reported that the mi was related to the target lesion, the location of mi was non determinable. At 6 month follow-up pt was asymptomatic / free of symptoms.

Event description:
It was reported that during a laparoscopic appendectomy procedure, during firing, the magazine fell into pieces and could be removed, no further information is available. Another device was used to complete the procedure. There were no adverse consequences for the patient.